Event description:
A customer reported a malfunction on the pump, and tandem technical support assisted by providing instructions to reset it. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the same malfunction did not recur, allowing the customer to continue using the pump while being advised to call back if any issues returned.